Manufacturer narrative:
(B)(4).

Event description:
It was reported that the electrograms revealed high atrial lead impedance on (B)(6) 2015. The patient's sinus rhythm was normal. No intervention was reported.